Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported two false negative results with binaxnow covid-19 ag self-test on (B)(6)2022.the consumer received two negative results with binaxnow covid-19 ag self-test, and positive results with unknown brand self-test.the consumer had covid. This MFR. Report addresses test one (1) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two false negative results with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer received two negative results with binaxnow covid-19 ag self-test, and positive results with unknown brand self-test. The consumer had covid. This MFR. Report addresses test one (1) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.